Manufacturer narrative:
The navio handpiece, intended for use in treatment, had a broken black hard stop from snap lock, during a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that during a surgical procedure, the black hard stop was broken from snaplock and will need to be replaced. The handpiece was replaced to continue with the case. No surgical delay or patient injury reported.